Manufacturer narrative:
Excelsior medical conducted a review of its complaint database in order to ascertain any historical trends related to the lot in question. This is the first reported incident excelsior has received regarding lot 92-077-9d. Production records for the subject lot were examined. These records indicate that lot 92-077-9d was released for sale after meeting all of excelsior medical's quality criteria. As part of the investigation into this incident, excelsior medical supplied all available information to our clinical consultant, dr. (B)(6), for review. Per dr. (B)(6)'s analysis, the reported allergic reaction is classic for a drug-induced rash. Given the sequence of administration, vancomycin can be ruled out as the culprit, in that when vancomycin was resumed (after heparin was stopped) it did not result in a recurrence of the rash. This left heparin and cefazolin for consideration. Given that the patient had apparently stopped locking his line with heparin at some point prior to starting the cefazolin, it is important to know when he last locked/flushed his line with heparin. The rash was first noticed and documented after administration of cefazolin (after which, apparently, the patient did not lock/flush his line with heparin). Based on information available in the original medwatch report, the rash was not associated with heparin the first time it was observed, and it was only after the nurse prompted the patient to flush his line with 3 ml heparin 100 units/ml that the rash returned. Therefore, it is important to know whether or not the patient used a heparin lock/flush in association with administration of the antibiotics the first time. If so, then it is possible that the heparin caused the allergic reaction, and not the cefazolin. If not, then it is much more likely that the cefazolin caused the rash. Cefazolin is a much more common cause of rashes of the type described than either heparin or vancomycin, and the rash may persist for two or three days, depending on how many times the drug was administered, and whether or not the patient received any adjunct treatment, such as benadryl, or another antihistamine. As can be seen from the above analysis, the specific dates in which heparin and cefazolin were administered, and the time points in which the patient's rash developed, are critical in determining a root cause for the allergic reaction. Since these dates were removed from the medwatch report in order to comply with federal medical privacy laws, attempts were made to contact the initial reporter of the medwatch and obtain this information. Unfortunately, the complainant was unwilling to provide the requested data and, as a result, the cause of this incident remains indeterminate. At this point, excelsior medical considers this incident closed. If additional information regarding the complaint in question becomes available in the future, we will reassess this issue and update our investigation accordingly. Device not returned for evaluation.

Manufacturer narrative:
Excelsior medical is currently investigating this issue and will provide a follow-up report once more information becomes available. Device not returned for evaluation.

Event description:
During a routine review of the FDA's medwatch database, a representative from excelsior medical discovered a posting concerning one of the organization's products (medwatch report # (B)(4)). The incident in question occurred on (B)(6) 2010 and was reported to the FDA on (B)(6) 2011. The discovery of the medwatch posting occurred on (B)(6) 2011. The subject medwatch states that the patient was discharged from the hospital for an unknown condition and was receiving cefazolin through an IV every 8 hours at his home. On (B)(6) 2010, the patient's home nurse observed a dark, red, raised rash with small dots on the patient's arms, legs, and waist. The patient did not have any complaints regarding itching and noted that he did have a rash while hospitalized. The cefazolin was subsequently discontinued and replaced with vancomycin. On a follow-up visit (date unknown), the nurse reported that the subject rash was fading. During a later visit (date also unknown), the nurse reported that the rash was back and confined to the patient's legs. The patient noted that the rash was itching. The vancomycin was placed on hold. Another follow-up visit was conducted later in the month (date not specified) and the nurse observed that the rash was improving (decreased redness, no longer itching). At this time, the nurse discovered that the patient had not been flushing his PICC while it was not in use and instructed him to reinstitute daily flushing with 3ml of 100units/ml heparin. The patient flushed the line and, on the following day, his nurse reported that the rash had returned, was more severe, and extremely itchy. The patient was then instructed to cease the use of heparin and flush with (B)(4) only. Vancomycin was restarted on an unspecified date, as the patient's physician felt that the rash was a reaction to the heparin and not the IV antibiotics. The patient tolerated the next vancomycin infusion without difficulty. On a future date that was not specified in the medwatch report, the patient's rash had improved and no longer itched. Therapy was discontinued.

Event description:
During a routine review of the FDA's medwatch database, a representative from excelsior medical discovered a posting concerning one of the organization's products (medwatch report # (B)(4)). The incident in question occurred on (B)(6) 2010 and was reported to the FDA on (B)(6) 2011. The discovery of the medwatch posting occurred on (B)(6) 2011. The subject medwatch states that the patient was discharged from the hospital for an unknown condition and was receiving cefazolin through an IV every 8 hours at his home. On (B)(6) 2010, the patient's home nurse observed a dark, red, raised rash with small dots on the patient's arms, legs, and waist. The patient did not have any complaints regarding itching and noted that he did have a rash while hospitalized. The cefazolin was subsequently discontinued and replaced with vancomycin. On a follow-up visit (date unknown), the nurse reported that the subject rash was fading. During a later visit (date also unknown), the nurse reported that the rash was back and confined to the patient's legs. The patient noted that the rash was itching. The vancomycin was placed on hold. Another follow-up visit was conducted later in the month (date not specified) and the nurse observed that the rash was improving (decreased redness, no longer itching). At this time, the nurse discovered that the patient had not been flushing his PICC while it was not in use and instructed him to reinstitute daily flushing with 3ml of 100units/ml heparin. The patient flushed the line and, on the following day, his nurse reported that the rash had returned, was more severe, and extremely itchy. The patient was then instructed to cease the use of heparin and flush with 0.9% nacl only. Vancomycin was restarted on an unspecified date, as the patient's physician felt that the rash was a reaction to the heparin and not the IV antibiotics. The patient tolerated the next vancomycin infusion without difficulty. On a future date that was not specified in the medwatch report, the patient's rash had improved and no longer itched. Therapy was discontinued.